Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the crimp balloon was torn proximal to its bond to the inflation balloon and the wings of the inflation balloon was bent back, the distal balloon was wrinkled, flared out, and bunched at the nose tip, compression marks were present on the flex shaft, and gouges were present on the flex tip. During functional testing the balloon shaft was able to be pulled to valve alignment positioned and locked. The fine adjust knob was able to be rotated to its full travel. With the balloon shaft locked at valve alignment position, the balloon shaft was able to be pulled without slippage. This exceeds the requirement for measurement and equipment information. Due to the condition of the returned device (balloon torn) no other functional testing was able to be performed. Dimensional testing was performed on the double wall thickness on the crimp balloon along the balloon tear and was found to be in within specification. In addition, the 3mension report was provided and reviewed. The imagery shows curvature and slight calcification in the descending aorta. During balloon manufacturing, the entire delivery system (including the crimp balloon, and inflation balloon) are 100% inspected for the following: wall thickness, and visual defects. Balloons are sampled for burst testing following visual inspection. During manufacturing the crimp balloon component are 100% inspected for distal and proximal length, distal and proximal ID, single and double wall thickness, appearance/gross defects, foreign matter, impurity, or contamination, fish eyes and gel spots. During manufacturing, the crimp balloon to inflation balloon laser bond is 100% inspected for a smooth bond joint with no gaps between components, contamination, balloon size, and distorted/pinched folds. During final inspection by manufacturing and quality the entire device is visually inspected for damage or missing components, and distorted/pinched folds. In addition, during final inspection of the collet/shaft the device is inspected to ensure wind nut is in the unlocked position, slide balloon shaft to default position, rotate fine adjust knob until white marker is covered (reject if white marker cannot be covered), and rotate fine adjust knob until white marker appears (reject if white marker does not appear). The flex catheter and balloon catheter are 100% leak tested and the inflation balloon is inspected for damage. During product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage. The delivery system is inspected for fine adjustment verification. Visual inspection for tears or separation in the inflation/crimp balloon bond and nose tip/inflation balloon bonds and testing is performed for balloon burst pressure. Both the locknut/collet engagement force and inflation balloon/crimp balloon is tested for tensile product verification the lot met statistical requirements as requirement for lot released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of lot and device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of complaint history for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. However, the occurrence rate did not exceed the control limit for this trend category. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, per imaging the descending aorta has curvature it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. It should be noted that gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the condition of the returned device (balloon torn), the complaint for delivery system ¿ valve movement on balloon¿ can also be confirmed. Once the balloon tore, attempts to complete valve alignment would have compressed the balloon distal to the valve, shifting the valve forward relative to the marker bands and making the valve appear to be aligned. However, retracting the flex catheter would have caused the balloon to un-compress and shift the valve proximally. This would give the appearance of the valve moving on the balloon. The complaints for delivery system ¿ difficulty with valve alignment and handle ¿ fine adjust difficulty were confirmed based on inspection of the returned device (gouges on flex tip, compressed flex shaft). Per device training materials, valve alignment should be done in a straight section of the vasculature. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. According to the cer, the patient had mild tortuosity. The complaint was confirmed for balloon torn but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient/procedural factors may have contributed to the event (valve alignment performed in tortuosity). No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for this trend category. Therefore, no corrective or preventative action was required. At management discretion, pra was previously initiated for risk assessment. The complaint of delivery system ¿ valve movement on balloon, delivery system difficulty with valve alignment/handle and handle fine adjust difficulty were confirmed but no manufacturing nonconformities were found in the returned sample and no labeling or IFU inadequacies have been identified. In this case, available information suggests that patient (tortuosity resulting in torn crimp balloon) and procedural factors may have contributed to the event. The occurrence rate did not exceed the june 2018 control limit for these trend categories. At management discretion, corrective and preventive action (CAPA) and pra was previously initiated for risk assessment for delivery system ¿ valve movement on balloon. No corrective or preventive action is required for delivery system difficulty with valve alignment/handle and handle fine adjust difficulty. In this case, the cause of the valve alignment difficulties, valve movement on balloon, and balloon torn are unknown. However, per engineering evaluation, the causes may be related to patient and procedural factors. The cause of the femoral artery is also unknown, but may be related to patient factors (tortuous anatomy) and/or the removal of the device.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve by transfemoral approach in the aortic position, after difficulty with both valve alignment (multiple times) and fine adjust when crossing the native annulus extra amount of tension in the commander delivery system was noted. When the pusher was pulled back, the valve had moved 3-4 mm on the balloon. It was decided not to inflate balloon due to concerns that it would "watermelon". The pusher was pulled back and the system was reset and aligned, the handle was unlocked and the balloon was inflated. The balloon would not inflate. It was noted that blood was coming back into the atrion and there was a "hole in the balloon". The delivery system was brought back to the thoracic aorta attempted to remove the valve through the 16fr sheath and the sheath started to split in the location of the valve. The system was brought back down the iliac and a small dissection was noted. A stent was placed to repair the iliac. The delivery system/valve was removed and there was an injury to the common femoral artery and a patch was placed to repair the artery. The case was aborted. There is no cine available of the valve alignment or when the flex catheter was pulled back. The devices are being returned. Of note, when loading the valve and bringing the balloon back there was a lot of tension in the flex catheter. The valve was almost loaded and there was an increase of tension in the system, the pusher was pulled back and the valve moved back on the balloon. The patient's leaflets were heavily calcified and the descending/ascending aorta was little tortuous. The vessel measured 8.0mm at common and 10.mm and was not calcified. The ratio of contrast to saline used in the commander was 80:20 saline/contrast. The balloon was de-aired in standard fashion. The initial crimp of the valve was ¿once (1) and 3 crimp for 3 seconds and then full crimp¿. The valve moved a little with both balloons, there was back tension out of the system/moved realigned, distal flex catheter moved when crossing the native annulus. The valve moved back toward the handle away from the ventricle. There was difficulty during fine adjust. The system was not torqued or manipulated due to any patient factors.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Voluntary medwatch report #: (B)(4) was received by edwards lifesciences on 6/20/2019. The event in this report was previously reported to the FDA under complaint 2018-05287-1 with corresponding manufacturer report number 2015691-2018-02524. No new information was provided in the voluntary report.  No further action is required. This report is one of two submitted for this complaint, reference mfg. Report no. 2015694-2018-02790.